Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified minor signs of wear due to usage. The device had no apparent malfunction. X-ray or picture images were not provided. The device could not be functionally tested for the reported failure (perforated sinus). However, measurements were taken and through dimensional analysis and comparison to production drawings the device was determined to be within design specifications when it left zimmer biomet. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was inadvertently placed into the maxillary sinus of position #15 and could not obtain primary stability. Implant was removed same date of placement.  The reported complaint could not be verified.  A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight unknown / not provided.

Event description:
It was reported that the implant was inadvertently placed into the maxillary sinus, as a result the implant did not have good primary stability and was removed. The implant site was grafted and patient rescheduled for new implant placement after healing.